Event description:
During a procedure to treat right ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that tubing connector on the catheter was broken during mapping and ablation. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. During product analysis, it was observed the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. Therefore, the reported event is confirmed.

Event description:
During a procedure to treat right ventricular tachycardia a intellanav mifi open-irrigated catheter was selected for use. It was reported that tubing connector on the catheter was broken during mapping and ablation. The catheter was exchanged and the procedure was completed successfully with no patient complications.